Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: device repeatedly alarmed "te231008 o2valveleak" on start-up as well as during standby and also alarmed "oxygen supply failed" during ventilation since (B)(6) 2023. It failed flow sensor calibration and o2 calibration repeatedly during pre-op check. No interruption of ventilation or medical intervention was reported. Replacement of the o2 mixer assembly resolved the issue.